Event description:
During a remote follow-up, noise that resulted in oversensing and decreased pacing impedance were observed on the right atrial (ra) lead. The suspected cause of the event was due to lead damage. An x-ray was performed and revealed no abnormalities. Provocative testing was performed, and the noise was not reproducible. The patient was stable and will continue to be monitored.